Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, the screen on/ quick bolus button-stuck was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.